Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain/pain right side of pelvic around overy/ pain left side of pelvic around overy/ pain central lower pelvic./ system wide ache'), autoimmune disorder ('autoimmune issues'), pelvic adhesions ('adhesions') and diabetes mellitus ('diabetes') in a 30-year-old female patient who had essure (batch no. 627759) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma in (B)(6) 2018, type 2 diabetes mellitus in (B)(6) 2016, depression in 2015, tendonitis in 2015, pain ankle from 2005 to (B)(6) 2009 and migraine. Previously administered products included for an unreported indication: naproxen from 2005 to (B)(6) 2010, bupropion hydrochloride from (B)(6) 2008 to (B)(6) 2009 and prenatal vitamins from (B)(6) 2007 to (B)(6) 2008. Concomitant products included benzoyl peroxide;clindamycin from (B)(6) 2016 to (B)(6) 2017, cetirizine hydrochloride (zyrtec allergy) since 2012, fish oil since 2006, lisinopril since (B)(6) 2016, metformin since (B)(6) 2014 and venlafaxine hydrochloride (venlafaxin) since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced rash ("skin rash/rashes or skin conditions type : occasional rashes across the abdomen"), alopecia ("hair loss"), allergy to animal ("allergic or hypersensitivity reaction type: heightened allergic reactions (pollen, dust mites, cat dander} : cat dander"), mite allergy ("allergic or hypersensitivity reaction type: heightened allergic reactions (pollen, dust mites, cat dander} : dust mites allergy"), seasonal allergy ("allergic or hypersensitivity reaction type: heightened allergic reactions (pollen, dust mites, cat dander} : pollen allergy"), dermatitis allergic ("rashes or skin conditions type : increased skin sensitivity to allergens"), fibromyalgia ("neurological conditions or problems type: fibromyalgia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced diabetes mellitus (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced urinary incontinence ("bladder or urinary problems : stree urinary incontinence"), bladder disorder ("bladder or urinary problems : bladder problems") and urinary tract disorder ("bladder or urinary problems :urinary disorders"), 8 years 2 months after insertion of essure. In (B)(6) 2017, the patient was found to have the first episode of blood follicle stimulating hormone abnormal ("hormonal changes describe: fluctuating fsh and menopausal symptoms following removal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), depression ("depression"), abdominal distension ("bloating"), allergy to metals ("nickel allergy"), premature menopause ("fluctuating fsh and menopausal symptoms following removal"), hot flush ("hot flashes"), night sweats ("night sweats"), anxiety ("anxiety disorder"), joint stiffness ("severe joint stiffness"), urticaria ("hives/rash/swelling"), swelling ("hives/rash/swelling"), headache ("headache"), pain ("stabbing pain"), hypoglycaemia ("hypoglycemia"), anxiety disorder ("anxiety disorder"), feeling abnormal ("brain fog"), inflammation ("chronic inflammation"), dry skin ("dry skin") and insomnia ("insomnia") and was found to have the second episode of blood follicle stimulating hormone abnormal ("fluctuating fsh and menopausal symptoms following removal") and lymphoma ("lymphoma"). The patient was treated with surgery (diagnostic laparoscopy and lysis of adhesion and to remove the essure/unilateral salpingooopherectomy hysterectomy with unilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, alopecia, mite allergy, seasonal allergy and dermatitis allergic had resolved, the autoimmune disorder, pelvic adhesions, diabetes mellitus, depression, abdominal distension, allergy to animal, urinary incontinence, bladder disorder, urinary tract disorder, allergy to metals, dyspareunia, the last episode of blood follicle stimulating hormone abnormal, premature menopause, hot flush, night sweats, anxiety, joint stiffness, urticaria, swelling, lymphoma, headache, pain, hypoglycaemia, anxiety disorder, feeling abnormal, inflammation, dry skin and insomnia outcome was unknown and the fibromyalgia and fatigue was resolving. The reporter considered abdominal distension, allergy to animal, allergy to metals, alopecia, anxiety, anxiety disorder, autoimmune disorder, bladder disorder, depression, dermatitis allergic, diabetes mellitus, dry skin, dyspareunia, fatigue, feeling abnormal, fibromyalgia, headache, hot flush, hypoglycaemia, inflammation, insomnia, joint stiffness, lymphoma, mite allergy, night sweats, pain, pelvic adhesions, pelvic pain, premature menopause, rash, seasonal allergy, swelling, urinary incontinence, urinary tract disorder, urticaria, the first episode of blood follicle stimulating hormone abnormal and the second episode of blood follicle stimulating hormone abnormal to be related to essure. The reporter commented: device removal details: (B)(6) 2012, (B)(6) 2017(unilateral salpingo-oopherectomy, hysterectomy with unilateral salpingectomy) surgery (other) type of surgery: diagnostic laparoscopy and lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, nickel allergy, most recent follow-up information incorporated above includes: on 10-oct-2019: social media received : new events, "stabbing pain, headache, lymphoma, hives/rash/swelling, severe joint stiffness, anxiety disorder, night sweats, hypoglycemia, hot flashes, anxiety disorder, chronic inflammation, dry skin, insomnia" were added. New reporter contact information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pain right side of pelvic around overy/ pain left side of pelvic around overy/ pain central lower pelvic./ system wide ache"), autoimmune disorder ("autoimmune issues") and pelvic adhesions ("adhesions") in a 30-year-old female patient who had essure (batch no. 627759) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included type 2 diabetes mellitus in (B)(6) 2016, pain ankle (B)(6) 2009, asthma in (B)(6) 2018, depression in 2015, tendonitis in 2015 and migraine. Previously administered products included for an unreported indication: naproxen from 2005 to (B)(6) 2010, bupropion hydrochloride from (B)(6) 2009 and prenatal vitamins from (B)(6) 2008. Concomitant products included benzoyl peroxide;clindamycin from (B)(6) 2017, cetirizine hydrochloride (zyrtec allergy) since 2012, fish oil since 2006, lisinopril since (B)(6) 2016, metformin since (B)(6) 2014 and venlafaxine hydrochloride (venlafaxin) since (B)(6) 2018. On 9-apr-2009, the patient had essure inserted. In june 2009, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced rash ("skin rash/rashes or skin conditions type : occasional rashes across the abdomen"), alopecia ("hair loss"), allergy to animal ("allergic or hypersensitivity reaction type: heightened allergic reactions (pollen, dust mites, cat dander} : cat dander"), mite allergy ("allergic or hypersensitivity reaction type: heightened allergic reactions (pollen, dust mites, cat dander} : dust mites allergy"), seasonal allergy ("allergic or hypersensitivity reaction type: heightened allergic reactions (pollen, dust mites, cat dander} : pollen allergy"), dermatitis allergic ("rashes or skin conditions type : increased skin sensitivity to allergens"), fibromyalgia ("neurological conditions or problems type: fibromyalgia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced urinary incontinence ("bladder or urinary problems : stree urinary incontinence"), bladder disorder ("bladder or urinary problems : bladder problems") and urinary tract disorder ("bladder or urinary problems :urinary disorders"), 8 years 2 months after insertion of essure. In (B)(6) 2017, the patient was found to have blood follicle stimulating hormone abnormal ("hormonal changes describe: fluctuating fsh and menopausal symptoms following removal"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), depression ("depression"), abdominal distension ("bloating"), allergy to metals ("nickel allergy") and menopause ("fluctuating fsh and menopausal symptoms following removal"). The patient was treated with surgery (diagnostic laparoscopy and lysis of adhesion and to remove the essure/unilateral salpingooopherectomy hysterectomy with unilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, alopecia, mite allergy, seasonal allergy and dermatitis allergic had resolved, the autoimmune disorder, pelvic adhesions, depression, abdominal distension, blood follicle stimulating hormone abnormal, allergy to animal, urinary incontinence, bladder disorder, urinary tract disorder, allergy to metals, dyspareunia and menopause outcome was unknown and the fibromyalgia and fatigue was resolving. The reporter considered abdominal distension, allergy to animal, allergy to metals, alopecia, autoimmune disorder, bladder disorder, blood follicle stimulating hormone abnormal, depression, dermatitis allergic, dyspareunia, fatigue, fibromyalgia, menopause, mite allergy, pelvic adhesions, pelvic pain, rash, seasonal allergy, urinary incontinence and urinary tract disorder to be related to essure. The reporter commented: device removal details : (B)(6) 2012, (B)(6) 2017(unilateral salpingo-oopherectomy, hysterectomy with unilateral salpingectomy) surgery (other) type of surgery: diagnostic laparoscopy and lysis of adhesions. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, nickel allergy. Most recent follow-up information incorporated above includes: on 24-jan-2019: plaintiff fact sheet and medical records received : reporter information updated. Patient detail updated. Product information updated. Lot number added. Medical history updated. Concomitant and historical drugs were added. New events hormonal changes describe: fluctuating fsh and menopausal symptoms following removal, allergic or hypersensitivity reaction type: heightened allergic reactions (pollen, dust mites, cat dander} : cat dander, allergic or hypersensitivity reaction type: heightened allergic reactions (pollen, dust mites, cat dander} : dust mites allergy, allergic or hypersensitivity reaction type: heightened allergic reactions (pollen, dust mites, cat dander} : pollen allergy, rashes or skin conditions type : increased skin sensitivity to allergens, bladder or urinary problems : bladder problems, bladder or urinary problems :urinary disorders, bladder or urinary problems : stree urinary incontinence, neurological conditions or problems type: fibromyalgia, nickel allergy, dyspareunia (painful sexual intercourse), fatigue were added. Outcome of events pelvic pain, skin rash and hair loss were updated from unknown to recovered / resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the essure implant in and noted that it was partially in my uterus'), pelvic pain ('pelvic pain/pain/pain right side of pelvic around overy/ pain left side of pelvic around overy/ pain central lower pelvic./ system wide ache'), autoimmune disorder ('autoimmune issues'), pelvic adhesions ('adhesions') and diabetes mellitus ('diabetes') in a 30-year-old female patient who had essure (batch no. 627759) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma in (B)(6) 2018, type 2 diabetes mellitus in (B)(6) 2016, depression in 2015, tendonitis in 2015, pain ankle from 2005 to (B)(6) 2009, migraine and appendectomy. Previously administered products included for an unreported indication: naproxen from 2005 to (B)(6) 2010, bupropion hydrochloride from (B)(6) 2008 to (B)(6) 2009 and prenatal vitamins from (B)(6) 2007 to (B)(6) 2008. Concomitant products included benzoyl peroxide;clindamycin from (B)(6) 2016 to (B)(6) 2017, cetirizine hydrochloride (zyrtec allergy) since 2012, fish oil since 2006, lisinopril since (B)(6) 2016, metformin since (B)(6) 2014 and venlafaxine hydrochloride (venlafaxin) since (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced fatigue ("fatigue"). In 2010, the patient experienced rash ("skin rash/rashes or skin conditions type : occasional rashes across the abdomen"), alopecia ("hair loss"), allergy to animal ("allergic or hypersensitivity reaction type: heightened allergic reactions (pollen, dust mites, cat dander} : cat dander"), mite allergy ("allergic or hypersensitivity reaction type: heightened allergic reactions (pollen, dust mites, cat dander} : dust mites allergy"), seasonal allergy ("allergic or hypersensitivity reaction type: heightened allergic reactions (pollen, dust mites, cat dander} : pollen allergy"), dermatitis allergic ("rashes or skin conditions type : increased skin sensitivity to allergens"), fibromyalgia ("neurological conditions or problems type: fibromyalgia") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced diabetes mellitus (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced urinary incontinence ("bladder or urinary problems : stree urinary incontinence"), bladder disorder ("bladder or urinary problems : bladder problems") and urinary tract disorder ("bladder or urinary problems :urinary disorders"), 8 years 2 months after insertion of essure. In (B)(6) 2017, the patient was found to have the first episode of blood follicle stimulating hormone abnormal ("hormonal changes describe: fluctuating fsh and menopausal symptoms following removal"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), depression ("depression"), abdominal distension ("bloating"), allergy to metals ("nickel allergy"), premature menopause ("fluctuating fsh and menopausal symptoms following removal"), hot flush ("hot flashes"), night sweats ("night sweats"), the first episode of anxiety disorder ("anxiety disorder"), joint stiffness ("severe joint stiffness"), urticaria ("hives/rash/swelling"), swelling ("hives/rash/swelling"), headache ("headache"), pain ("stabbing pain"), hypoglycaemia ("hypoglycemia"), the second episode of anxiety disorder ("anxiety disorder"), feeling abnormal ("brain fog"), inflammation ("chronic inflammation"), dry skin ("dry skin"), insomnia ("insomnia"), mood swings ("mood swings"), abdominal pain ("pain throughout my abdomen"), ovarian cyst ("ovarian cyst"), acne ("acne") and pruritus ("itchy") and was found to have the second episode of blood follicle stimulating hormone abnormal ("fluctuating fsh and menopausal symptoms following removal"), lymphoma ("lymphoma") and weight increased ("weight gain"). The patient was treated with surgery (diagnostic laparoscopy and lysis of adhesion, to remove the essure/hysterectomy with unilateral salpingectomy and to remove the essure/unilateral salpingooopherectomy hysterectomy with unilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, autoimmune disorder, pelvic adhesions, diabetes mellitus, depression, abdominal distension, allergy to animal, urinary incontinence, bladder disorder, urinary tract disorder, allergy to metals, dyspareunia, the last episode of blood follicle stimulating hormone abnormal, premature menopause, hot flush, night sweats, joint stiffness, urticaria, swelling, lymphoma, headache, pain, hypoglycaemia, the last episode of anxiety disorder, feeling abnormal, inflammation, dry skin, insomnia, weight increased, mood swings, abdominal pain, acne and pruritus outcome was unknown, the pelvic pain, rash, alopecia, mite allergy, seasonal allergy and dermatitis allergic had resolved and the fibromyalgia and fatigue was resolving. The reporter considered abdominal distension, abdominal pain, acne, allergy to animal, allergy to metals, alopecia, autoimmune disorder, bladder disorder, depression, dermatitis allergic, device expulsion, diabetes mellitus, dry skin, dyspareunia, fatigue, feeling abnormal, fibromyalgia, headache, hot flush, hypoglycaemia, inflammation, insomnia, joint stiffness, lymphoma, mite allergy, mood swings, night sweats, ovarian cyst, pain, pelvic adhesions, pelvic pain, premature menopause, pruritus, rash, seasonal allergy, swelling, urinary incontinence, urinary tract disorder, urticaria, weight increased, the first episode of anxiety disorder, the first episode of blood follicle stimulating hormone abnormal, the second episode of anxiety disorder and the second episode of blood follicle stimulating hormone abnormal to be related to essure. The reporter commented: device removal details : (B)(6) 2012, (B)(6) 2017(unilateral salpingo-oopherectomy, hysterectomy with unilateral salpingectomy). Surgery (other) type of surgery: diagnostic laparoscopy and lysis of adhesions. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, nickel allergy. Concerning the injuries reported in this case, the following ones were reported via patient¿s social media: ¿device expulsion, weight increased, mood swings, abdominal pain, ovarian cyst, acne, pruritus". Most recent follow-up information incorporated above includes: on 3-dec-2019: information received via social media new events "I would get itchy, weight gain, pain throughout my abdomen, essure implant in and noted that it was partially in my uterus, ovarian cyst, acne, mood swings" were added. Reporter's information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and autoimmune disorder ("autoimmune issues") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), rash ("skin rash"), alopecia ("hair loss"), depression ("depression") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, rash, alopecia, depression and abdominal distension outcome was unknown. The reporter considered abdominal distension, alopecia, autoimmune disorder, depression, pelvic pain and rash to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.